Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Remote monitoring reported high shock impedance >100 ohm. Last value measured 128 ohm. Shock impedance appears to trend between 100-125 ohms with abrupt increases in the past. All other lead trends appear stable and no noise on recordings. Advised further lead evaluation. Lead currently remains implanted.